Manufacturer narrative:
The log of the device was examined, revealing no instances of watchdog resets or unintended shutdowns (payload 0, payload 4, or payload 8). From june 13, 2025, to the present, the device documented only three shutdowns classified as payload 1, all of which were due to the removal of ac power or the battery. The other shutdowns were identified as payload 2 events, resulting from the normal operation of the power button. On june 15, 2026, before the date of the reported event, the device was turned off due to battery removal. The battery linked to the event was not returned for assessment. The log review indicates no evidence of a reset occurring. Furthermore, the device successfully completed all functional tests, including multiple power cycles and bench testing with verified ac power and battery. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.